Manufacturer narrative:
The ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2009. It was reported that the patient was feeling burning sensation below the ipg pocket. No further information is available at this time.